Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high voltage shocks for ventricular tachycardia and a near syncopal episode. The ventricular tachycardia was thought to be related to hypokalemia. Cardiac catheterization was performed, patient was treated with medication and discharged. Patient presented for follow up on (B)(6) 2017. Patient was concerned that the implantable cardioverter defibrillator was programmed inappropriately which contributed to the ventricular tachycardia. The device was reprogrammed to the settings at time of implant. There were no further consequences.